Event description:
It was reported that, "the poly had significant wear. There was osteolysis behind the acetabular socket. There was need for bone grafting. The hosp will not release x-rays."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as pt retained explants. If add'l info becomes available then it will be submitted in a supplemental report.